Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via email regarding a (B)(6) female clinical study patient receiving an unknown medication via an implanted infusion pump. The indication for use was noted as spinal pain. On (B)(6) 2015 it was reported that the patient was hospitalized for a right lower extremity issue. No drug, time of onset of the issue, relevant medical history, concomitant medication, troubleshooting/diagnostic testing, cause, or what the lower extremity issue was reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-08-18, additional information was received from the hcp via the clinical study. The patient's medical history included hypothyroidism, breast cancer, hypertension, leiomyosarcoma, hyperlipidemia, peptic ulcer disease (pud), osteomyelitis, and (B)(6). After the site received more information regarding this event, they determined that it is not reportable under ispr as the event was unrelated to the device, procedure, or therapy.